Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump under delivered. The customer's blood glucose was 147 mg/dl at the time of incident. The customer performed high pressure test and the insulin pump failed. The customer stated that the insulin pump did not alarm during high pressure test. The insulin pump will not be returned for analysis.